Event description:
It was reported, the customer's sensor had inaccurate readings. Customer's blood glucose was 195 mg/dl and their sensor glucose read 53 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported their blood glucose would run high due to the threshold suspend feature being falsely triggered. The customer was advised of the causes of the inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.